Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh and mentor ob tape were implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
From (B)(6) 2006 it was reported, the patient continued to experience urinary incontinence, stress urinary incontinence and abdominal pain and infection, urinary tract infection. It was reported that the patient experienced ureto-vaginal prolapse , dyspareunia, occasional urinary hesitancy and frequency and bladder does not empty well. She had vaginal prolapse repair, cystocele repair and surgical excision of mesh and scar tissue on (B)(6) 2010. The patient underwent surgical removal of the mesh on 05/29/2012, due to pain, erosion, urinary and bowel problems, bleeding, scarring and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat stress urinary incontinence and cystocele. Due to mesh exposure through vaginal wall the patient underwent mesh removal on (B)(6) 2007. (B)(4).